Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's healthcare professional reported via phone call that the customer was recently hospitalized (no date given) due to high blood glucose of 400 mg/dl and she wanted to know if the customer's insulin pump is functioning correctly. The alarm history was checked and there were no alarms for the previous 3 days. The bolus history was checked and 9u bolus was delivered. The healthcare professional was advised to continue monitoring the insulin pump. The insulin pump will not be replaced. The insulin pump will not be returned for analysis.